Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes. The noise could not be reproduced in the clinic. The patient was asymptomatic and would be monitored.